Event description:
It was reported that the ventricular lead was dislodged. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical precedure.